Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for li lithium (li) on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The initial li result was 1.637 mmol/l. The sample was repeated twice with results of 0.753 mmol/l. There was no allegation that an adverse event occurred. The li reagent lot number was 226311. The expiration date was not provided. The customer stated instrument maintenance was up to date. After the initial point of contact, the customer provided an additional erroneous high result for a new patient. The initial li result from a sample aliquoted by the modular pre-analytical system (mpa) was 1.14 mmol/l. The repeat result from the primary tube was 0.57 mmol/l. During a review of the alarm trace, an abnormal probe sucking alarm occurred on (B)(6) 2018. This suggests clots or fibrin strands were present in a sample. Calibration and qc results were acceptable. During a review of the reaction monitor, the initial high result of 1.637 mmol/l may have been due to more sample volume being added to the reaction cuvette. This can occur when additional sample volume sticks on the probe due to a sporadic contamination of the sample probe with gel or proteins. The customer uses a clotting time of 16 minutes which is too short. Based on the type of tubes the customer is using, normal clotting time is between 30-60 minutes. Based on the information available, a reagent issue was not identified as calibration and qc results were acceptable. The most likely root cause of the issue is a pre-analytical issue at the customer site.

Manufacturer narrative:
The erroneous li results for patient 2 occurred on (B)(6) 2018.